Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a stoma creation surgery on (B)(6) 2019 and suture was used. During the procedure, the suture was broken during ligation on the subcutis by interrupted suturing. Another like device was used for the patient with no problem. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information: concomitant medical products. Additional investigation summary: it was received for analysis an empty opened foil and three sutures pieces of product code j774d, lot md6658. During the visual inspection of sutures pieces, presented fraying and the end of suture piece was observed cut that appear to be by the use of a surgical instrument. Additionally, the functional test could not be performed. As with any device, care should be taken to avoid damage to the strand when handling. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the sample condition, the assignable cause of breakage suture, suggests an improper handling of the sample.